Event description:
After a stent was placed in the distal vertebral artery, four gdc coils were deployed to embolized the aneurysm. While attempting to deploy a fifth as a last coil, two coils had to be removed due to resistance. Then another attempt was made, but this coil did not go completely inside the aneurysm and while being removed it, the coil stretched and eventually broke off when a snare was used trying to retrieve it. This event caused no complications to the pt, who was reported in good condition after the procedure.